Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the 139105ext, accessory electrode coated needle with extended insulation, device was being used in an unknown procedure on (B)(6)2024 when it was reported, ¿the blue plastic cover completely came off in the patient and the sharp part fell off inside the patient which was difficult to retrieve and could have caused some harm.". There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully and securely seated in the handpiece before use. Improper electrode installation may result in injury to the patient or operating room personnel by arcing at the pencil/electrode connection. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the 139105ext, accessory electrode coated needle with extended insulation, device was being used in an unknown procedure on (B)(6) 2024 when it was reported, ¿the blue plastic cover completely came off in the patient and the sharp part fell off inside the patient which was difficult to retrieve and could have caused some harm.". There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.